Event description:
The pt was implanted with a siltex saline mammary prosthesis on 12/1/94. Subsequently, the pt experienced a deflation of the device, an infection and capsular contracture. The device was removed on 3/4/97.